Manufacturer narrative:
A patient underwent an interventional colonoscopy for vibrant capsule retention removal. A delay in gastric content evacuation in general and delayed vibrant capsule expulsion in particular is a potential risk for constipated patients. The capsule expulsion time in constipation patients varies between patients and conditions (such as dietary, slow transit constipation, etc.); therefore, it is impossible to predict when the capsules will pass. Thus far, based on vibrant clinical studies and the post-marketing data, no risks were associated with capsule retention. Vibrant capsules are expected to be naturally expelled, but it may take some time. The production records: a review of DHR of the capsules lots taken by the patient during 8 months of treatment demonstrated that the capsules were manufactured, tested, and released according to vibrant specifications. No safety complications were associated with the delayed capsule expulsion nor with the interventional colonoscopy.

Event description:
On 4 oct 2024, vibrant received a report from a physician about one of his patients who underwent an interventional colonoscopy on (B)(6) 2024 to remove multiple vibrant capsules, shown on x-ray. The patient was on vibrant treatment for 8 months and stopped the therapy prior to an MRI. The interventional colonoscopy was conducted as vibrant capsules were retained several months after the treatment was stopped and after several bowel preps.